Event description:
Info was received in mar-2005 from a nurse regarding a pt, with a history of osteoarthritis and no prior synvisc treatment who experienced left knee pain, swelling, and effusion. Pt began a treatment with synvisc in 2005. The pt received the first of synvisc injection to the left knee in 2005. On an unk date, the pt experienced severe pain, and swelling in the left knee. The left knee was one and a half inches enlarged. In feb-2005 the pt went to the ER; the knee was aspirated and the pt was started on keflex. In feb-2005, the knee was aspirated again and solu-medrol was injected intra-articularly during an office visit. The pt decided to discontinue treatment with synvisc.